Event description:
During the inspection of the compressor, it was discovered that it caused liquid in ventilator's gas module. There was no patient harm. Manufacturer's ref. #: (B)(4).

Manufacturer narrative:
Review of received information: on-site investigation was performed by our field service engineer. The additional information has been requested for further investigation.